Event description:
Medical records were received from the patient's attorney on 12/07/06. In 2006, patient was seen by hcp with left eye complaints and diagnosed with infiltration keratitis-sterile and prescribed sulfacetamide. That same day she was referred and seen by subsequent hcp. She was diagnosed with corneal ulcer os, contact lens related and started on vancomycin, tobramycin, hydrocodone and isopto homatropine (ha) 5%. Hcp documents "contact lens in place with multiple ripped edges -patient unaware." In 2005, vancomycin was discontinued and ciloxan was started. Eleven days later, tobramycin and ciloxan was discontinued an ceftazidime was started for corneal ulcer not improving. Twenty days later, corneal ulcer was resolved; pred forte was started for inflammation. A permanency of central corneal scar os is documented.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available information, no conclusion can be drawn.